Event description:
It was reported through strykeractive's facebook page, "I've had both of them replaced and they hurt and one of them just pops everytime I walk."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.